Event description:
A report was received that the pt's precision system was explanted, due to an infection at the midline incision and pocket site. The pt's symptoms were fever and discharge from the incision site and pocket site. The pt was prescribed oral antibiotics and IV antibiotics.